Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed at a depth which did not provide an adequate seal. Subsequently, a second valve was successfully implanted valve-in-valve at an appropriate depth. No adverse patient effects were reported.